Event description:
It was reported the insulin pump alarmed remote frequency failed self test. Customer's blood glucose was 12.0mmol/l. Alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and reservoir from the device. Customer was advised to perform rewind process again. Normal bolus was programmed in the air and amount recorded in the bolus history. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump alarmed remote frequency failed self test due to faulty connector on remote frequency board. The device was received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.